Manufacturer narrative:
Investigation in progress.

Event description:
During a endoscopic vessel harvesting surgery, the jaws of device did not function properly. The procedure and anesthesia time was extended by 10 minutes.